Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump has been alarming no delivery. The patient had a blood glucose of 425 mg/dl from eating lasagna and receiving the no delivery alarm. Troubleshooting was declined for the insulin pump. The customer also mentioned that she received a low battery alarm and that her batteries do not last long; she declined troubleshooting for this issue as well. No further assistance was required, and no products were returned or replaced.